Manufacturer narrative:
Please note: we are experiencing difficulty transmitting emdr's via webtrader / esg and have reported it numerous times.

Event description:
Surgeon performing acdf procedure was tightening down cervical screw in plate and broke driver tip while tightening. Surgeon was unable to remove the tip or the screw and left driver tip, threaded into the screw, in the patient.